Event description:
A patient was seen in clinic after full revision surgery. Diagnostics were performed after the surgery and were reported to be normal. The patient came into clinic for follow up and they received a high lead impedance flag. System diagnostics were performed multiple times each with a high lead impedance. The patient's device has not been programmed off at this time as the patient is not having any discomfort. Patient x-rays were received for review. The generator was seen in the left chest. It cannot be determined if the filter feedthru wires are intact and if the lead pin is fully inserted past the second connector block because of the angle of the generator in the image. The lead wires at the connector pin can not be confirmed intact due to the contrast of the image. A portion of the wire appears to be behind the generator. The electrodes were observed in the neck and appear to be in proper alignment. A strain relief bend and loop are present. While one tie-down secures the strain relief loop, a tie-down to secure the strain relief bend does not appear to be present. The lead is seen routed down toward the generator. No obvious discontinuities were observed. Based on the x-ray images provided, it is possible that the lead pin is not fully inserted in the generator or the feethru wires or lead at the connector pin are not intact, causing the high impedance. The presence of additional micro-fractures in the lead cannot be ruled out either. The patient did not have any falls or injuries prior to their high lead impedance being attained. The patient is being referred back to surgery for revision.

Event description:
A voluntary report was received on (B)(6) 2012. Report number: (B)(4). The patient had their generator replaced on (B)(6) after high impedance had been attained following a previous generator replacement surgery. It is likely that their lead pin was not fully inserted into the header of the generator causing the patient's reported high lead impedance. A pin reinsertion instead of generator replacement would have resolved this issue. Their explanted generator was returned for analysis and no anomalies where noted . It met specifications. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 1.057% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem: corrected data. Omitted pain event on supplemental 02 medwatch report sent (B)(4) 2012.

Manufacturer narrative:
X-rays were reviewed by the manufacturer and it was inconclusive that there was a lead pin issue based on the views available. It appears it could be possible based on the view available.

Event description:
The patient had their generator replaced on (B)(6) 2012. Their lead was not replaced. No troubleshooting was performed in the or. The patient's implanted generator was replaced and it resolved the patient's high impedance. A pin reinsertion was not performed. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test passed. A bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 1.057% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the patient had been having increased pain prior to their generator replacement reported to be related to their system failure. The patient had high lead impedance. Prior to their high lead impedance the patient had good results with pain management. Teaching has been provided to the implanting surgeon and staff in regards to troubleshooting in the or high impedance events.